Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: diathermy-induced ventricular fibrillation. The journal of innovations in cardiac rhythm management. 2021;12(2): 4410¿4412. Doi: 10.19102/icrm.2021.120203. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding diathermy-induced ventricular fibrillation (vf). The article reports a patient who underwent a pacemaker system extraction due to infection and device erosion. Their blood cultures were negative. During the extraction of the system, they used an electrosurgery generator for monopolar diathermy, an incision was made over the pacemaker pocket to extract the device. During diathermy, vf was noted, with loss of cardiac output. The patient was immediately cardioverted to sinus rhythm successfully with a single 150-joule direct-current shock. The patient subsequently tolerated the remainder of the procedure and experienced an uncomplicated device extraction. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.